Manufacturer narrative:
Further information about the event has been requested. Investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that blood flow into the tubing during usage. Afterwards it was specified that a few drops of blood were found after a usage of one hour, within the arterial pressure line. The case is reported as leaking parts in contact with arterial blood pressure have been reported. No harm or clinical consequences occurred to the patient. Manufacturer reference #: (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Communication with the complainant revealed that the leakage has been detected within 1 hour of use. The blood leakage was just a few drops. The complained product has been returned for investigation inhouse and at the supplier. A visual inspection by naked eye and with a microscope did not show any damages like cracks, air bubbles or similar. A leakage test failed. Based on the investigation, the root cause for the malfunction of the device is seen in improper gluing of the sensor during production. A 100 % leakage test is performed during production. The non-conforming unit was most probably not detected due to a human error during 100 % leakage test inspection. Actions have been implemented to avoid such failures. The device has been manufactured before implementation of the actions. The complaint rate is very low, no similar proaqt leakage complaints have been received within the last 2 years (24 months). A DHR check could not identify any non-conformities or deviations relevant to the reported issue. Overall, investigations indicate that the device failed to meet its specification when the event occurred. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue is further monitored in order to identify early trends. As there is no trend for this kind of issue, no additional actions will be taken. Based on this, the complaint will be closed. Corrected data: d4 (corrected to similar device pv8811, pv8810 is not registered in USA).